Event description:
(B)(4). I began having heavy bleeding and was forced to go back on birth control pills to control the bleeding. I experienced fatigue, headaches, bloating, pelvic pain and insomnia from the pain. I also started gaining weight even though I had not changed my eating habits. Because my pain continued to get worse I went to my gynecologist and was examined and tested and had a sonogram the same day which confirmed I had a fibroid tumor the size of a softball attached to 5 of my internal organs. She immediately scheduled surgery for a partial hysterectomy and removed the tumor and the essure metals.